Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that his onetouch select simple meter displayed the apply sample message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 11:00am. The patient manages his diabetes with self-adjusting insulin. The patient stated that he took 2 shots of insulin in the morning, lunch and dinner on the same date in response to the alleged product issue. The patient denied that he developed symptoms; however he stated that he visited ER on (B)(6) 2015 at 11:00am where he received hcp treatment of food/drink. The patient denied that his blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the test strip completely drew in the blood sample, the issue was not resolved with a walk-through retest, the subject meter was not being used for the first time, the patient was using the correct testing technique and the correct test strips were being used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient received hcp treatment in ER after the alleged product issue began. This treatment does meet lifescan's criteria for a serious injury.